Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The device was returned to the manufacturer.

Manufacturer narrative:
Analysis of the pump identified a low battery reset with undetermined cause. (B)(4) no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the hydrochlorothiazide 25 mg tablets (two types of hydrochlorothiazide (hydrodiuril and esidrix) were combined in 1 25 mg tablet. The cranberry (500 mg cap/2000 mg tablet daily) was in tablet form per the records. The patient suffered from a urinary infection. It was further reported the patient contacted the office on (B)(6) 2016 to report that his pump was alarming since (B)(6) 2016. He was advised to come into the office. He complained of worsening spasticity over the last several days. On examination he appeared to be in baclofen withdrawal. On interrogation of his pump, it was found that the battery failed early on (B)(6) 2016 (estimated battery life was 21 months) and the pump set itself in safe mode on (B)(6) 2016, which resulted in an abrupt decrease in intrathecal baclofen therapy (itb) rate from about 900 mcg/day to about 12 mcg/day. He was admitted to the intensive care unit (ICU) and treated for baclofen withdrawal. On (B)(6) 2016 he was taken to the operating room for replacement of his baclofen pump. He was discharged home in stable condition on (B)(6) 2016.

Event description:
Information was received from a healthcare provider in regards to a patient who was being treated with lioresal intrathecal (2000 mcg/ml; 944.3 mcg/day; lot #: ds0080). The patient's indication for use was intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2016, the health care provider checked the pump logs as the pump began alarming. Telemetry confirmed that the critical alarm occurred, low battery reset occurred, and the pump was in safe state. The eri (elective replacement indicator) occurred on (B)(6) 2016 and the low battery reset occurred on (B)(6) 2016. The eri was premature because the eri showed 21 months at the last pump refill in (B)(6) 2016. The patient was scheduled for surgery to replace the pump on (B)(6) 2016, and it was reviewed whether or not the pump could be programmed to deliver medication between the time of the received information and the replacement surgery. Information was later received from the physician's office indicating that the patient's pump was explanted on (B)(6) 2016. With regards to the low battery reset and safe state alarms, the pump was interrogated on (B)(6) 2016 and it showed that the battery failed on (B)(6) 2016 estimated battery life was 21 months. The patient was admitted to the intensive care unit's step down unit, withdrawal was treated, and neurosurgery replaced the pump on (B)(6) 2016. The cause of the low battery reset and safe state alarms was not determined. Clinical notes were also provided from (B)(6) 2016. The patient could not get transportation to the clinic, so the patient was transported via emergency medical services to the emergency room where he was evaluated. The patient had been aware of the pump alarm beeping since (B)(6) 2016. The patient heard the pump alarm every 10 minutes, but did not hear it all the time. The patient thought that the alarm was his hospital bed. Within the last 24 hours (as of (B)(6) 2016), the patient experienced increased diffuse spasms. On the morning of (B)(6) 2016, the patient's spasms became severe; specifically, constant spasms in all extremities and abdomen occurred with stimulation. The patient experienced pain in the left arm, chronic; ranks severity on (B)(6) 2016 as a 6/10. The patient took endocet about 1/2 tab daily. The patient was very uncomfortable in the office. The patient confirmed the increase in spasms, and in reading the pump, the telemetry indicated that the battery failed on (B)(6) 2016 (the estimated battery life was 21 months). The pump set itself to safe mode on (B)(6) 2016. This resulted in an abrupt decrease in intrathecal baclofen rate from approximately 950 mcg/day to 12 mcg mcg/day. The patient was going into baclofen withdrawal and needed to be closely monitored. The patient was being admitted under neurosurgery service with urgent baclofen pump replacement planned for (B)(6) 2016. The intrathecal catheter flow will also be checked due to the high dose requirements to rule out a catheter malfunction. The health care provider recommended the following treatment for withdrawal: 20 mg oral baclofen every 6 hours as tolerated, 6 mg cyproheptadine every 6 hours, and lorazepam 0.5 mg oral every 4 hours as needed for severe spasms. On (B)(6) 2016, the patient's blood pressure was 80/50 (considered hypotensive), and upon arrival the patient's blood pressure was 129/95. It was recommended that the patient needed an alternating pressure mattress for pressure ulcer prevention. On (B)(6) 2016, the pump was reprogrammed to a recommended dose of 300mcg/ml of lioresal intrathecal (2000 mcg/ml). The patient's use of oral medications for spasticity included baclofen (5 mg/day) and tizanidine (6 mg/4x daily as needed). The patient experienced increased tone/passive movement difficult in his knee extensors, flexors, and hip adductors. The patient experienced rigid flexion/extension in his plantar flexor. There was safety concerns of domestic violence, living situation, and safety at home. The patient had 12 hours of home health aid support monday-friday and 8 hours on saturday/sunday. The patient lived with his grandmother in her house. The mother was the primary care provider in the home. Driving issues specified was "unable." The patient had not experienced any falls, the patient's legs were difficult to stretch and had some help with upper extremities stretches. The patient had a suprapubic catheter since (B)(6) 2010 which was changed every other week and the patient had not experienced any urinary tract infections since (B)(6) 2014. The patient had no skin breakdown. The patient was non-ambulatory and was restricted to a wheelchair. The patient was also unable to transfer himself independently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.